Manufacturer narrative:
No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The ge healthcare service representative reported the unit had a system reset error. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The ge healthcare service representative reported the unit had a system reset error. There was no report of patient involvement.